Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 7274, ICD, implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that during the changeout procedure of the device, oversensing and noise were seen on the electrogram on the right ventricular lead. A new pace/sense lead was implanted and the high volt portion of the right ventricular lead remains in use. No patient complications have been reported as a result of this event.